Event description:
Following a laparoscopic gall bladder surgery, the implantable neurostimulator shifted down and to the left 3-4 inches. The implantable neurostimulator was located below her right rib and had moved to below her beltline. The surgeon may not have been aware that the pt had a neurostimulator. The pt experienced lack of effect and felt pain at rest and sharp pain when she stepped down on her right leg. It was reported that the pt did have stimulation sensation. It was unclear if stimulation was lost temporarily. Additional information has been requested. A f/u report will be submitted if additional information becomes available.